Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts was implanted in left eye. On pod8, patient experienced "increased intraocular pressure of 21 mmhg and the xen implant is no longer functioning because it keeps moving around the eye." Device remains implanted. Event remains ongoing.